Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not on a patient at the time of the event. The service engineer replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and updated the backlight inverter pcb's, updated the software to the current revision. The unit passed all performance verification according to the manufacturer's specifications at time of service.